Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: falcon 4.5(mdt), other: view it ivus catheter. The device was returned for analysis. The resistance with the catheter and damaged coils (overlapped and offset causing a larger diameter) were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure to treat in-stent restenosis of a non-abbott stent previously implanted in the non-tortuous proximal right coronary artery (rca), a 014 hi-torque balance middleweight (bmw) elite guide wire was advanced without resistance to the non-calcified, eccentric, restenosed lesion in the rca ostium, followed by performance of an intravascular ultrasound (ivus). A non-abbott balloon dilatation catheter (bdc) was then advanced onto the bmw elite, however, the bdc catheter became stuck on the bmw elite approximately 15 centimeters from the distal end of the guide wire, during advancement inside of the guiding catheter. As the guide wire could not be withdrawn, the devices were removed from the anatomy as a single unit, then were able to be separated from one another with some force applied. Upon examination, a bump, possibly off-set tip coils, was noted approximately 13 to 15 centimeters from the distal end of the guide wire. The proximal end of the tip coils were noted to be off-set and the outer diameter (bump) appeared to be larger than the other part of the guide wire tip coils; damage to the guide wire was noted approx 15cm from the distal end. The procedure was completed using a new non-abbott guide wire with the same bdc without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.